Event description:
G.e. Dash 5000 physiologic monitor lost ECG tracing on stable post-operative patient who had been in a normal sinus rhythm. "Lead fail" message registered on screen. All leads were attached to patient securely. Apparent historic 2-3 years long problem of "leads fail" message with correspondent loss of ECG tracing has been dealt with manufacturer's rep without successful resolution to date. One of these 10 monitors was even taken to be bench-tested at g.e. Medical; where it was determined to perform nominally. This appears to be an intermittent problem that 13 unpredictable. The nurses and techs using this equipment have all been properly in-serviced in use of these monitors. This hospital is filled with similar (although not same) monitors - and we have not heard of similar reports of problems as we have with these dash 5000 series monitors.